Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The unit passed all functional and leak tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head image does not appear (no image) and error b30 (scope communication error) were displayed during preparation for use. There were no reports of patient harm or impact associated with the reported event.